Manufacturer narrative:
Patient information not provided due to finish patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a scoliosis cervical spinal fusion, the kv values on the imaging system dropped during the image acquisition and the quality was poor. The reported issue was discovered on a post-operative 3d image acquisition and the site opted to complete the procedure with the image. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.